Manufacturer narrative:
Device evaluated by manufacturer and event problem and evaluation codes: updated. Device evaluation: one (1) device was received. A visual inspection noted a cracked tank cover, outdated printed circuit board (pcb) and power switch. Performed functional tests. The device appears to be reading a correct temperature but when it reaches 26 degrees the over temp alarm goes off confirming the customer complaint. A root cause was due to the pot on the printed circuit board (pcb) used for setting the over temp alarm is damaged. A manufacturing device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit is reading temperature correctly and keeps alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of d4 is unknown, no product information has been provided to date. B3: date of event and d5: operator of device is unknown, no information has been provided to date.